Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a calcified lesion in the right coronary artery. On advancement of a 3.50 x 18 mm xience sierra stent delivery system (sds) over an 014 non-abbott guide wire, resistance was met. The devices became stuck together and had to be removed as a single unit. A new unspecified guide wire and a new 3.50 x 18 mm xience sierra sds were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.